Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient never experienced auditory perceptions from the internal device. An x-ray indicated the electrode array to be displaced from the cochlea. Subsequently on (B)(6) 2015, the patient underwent revision surgery and the electrode array was reinserted. The implanted device remains.